Event description:
A medtronic representative reported that while in a pediatric vp shunt procedure, the surgeon alleged a 1cm inaccuracy. The target placement was at the ventricle wall, when reaching the target the surgeon did not see any csf. Next used the endoscope to confirm being short of the target and completed the placement. The patient was in a lateral position with the patient tracker placed over the eye with a protective cup. After undraping the patient at the completion of the surgery, both the protective cup and patient tracker were observed to have moved approximately 1cm from their original placement. There was no impact on patient outcome.

Manufacturer narrative:
Software investigation not completed at time of this report.

Manufacturer narrative:
Software investigation completed. The reference frame to patient relationship changed which invalidated the registration. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.